Event description:
The lay user/patient contacted lifescan in 2008 and alleged that his one touch ultra meter was reading inaccurately high. The medical affairs specialist was unable to reach the patient after several attempts via phone. A letter was sent to the address provided. The patient reported that the alleged issue first occurred on the same day at 7:00 am. He had obtained a result of 173 mg/dl on the subject meter and was comparing it to his backup meter's results of 90 mg/dl, performed greater than 30 minutes apart. The patient also mentioned that after the issue began, he had shaky hands and as a result of the reported issue, he ate food and/or drank beverage. The patient did not receive medical attention. At the time of troubleshoot, it was verified that the meter was set in the right unit of measurement (mg/dl). The patient's testing technique was reviewed to be correct and he was also cleaning the puncture area properly. This complaint is being reported because the patient claimed that his hands were shaky after the reported issue began. The alleged high result was obtained greater than 30 minutes apart from the backup meter's test. The patient treated self with food/beverage. He did not receive any medical attention. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.